Manufacturer narrative:
Final analysis of the implantable neurostimulator found no anomaly.

Event description:
It was reported that the patient's implantable neurostimulator (ins) and lead were explanted and replaced. Prior to surgery, the patient had impedance test greater than 4000 ohms on five electrodes and complained of strong stimulation on occasion. The patient also noticed that the device was not helping her as much when it was first implanted. Additional information received later indicated that the patient was doing well with her new lead and ins and was satisfied with her therapy.

Manufacturer narrative:
Product ID 3889-28, explanted: 2012 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.